Event description:
The lead was implanted on (B)(6) 2003 and capped on (B)(6) 2011. Due to rv lead had high pacing threshold. The procedure took place at (B)(6) center, (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).